Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: during investigation, the complaint of a display cloudy with moisture was not observed. There was no evidence of moisture found behind the display lens. There was moisture observed inside of the battery compartment. During testing, a leak test was performed which revealed a leak in the battery compartment. Multiple cracks were found in the battery compartment. The pump case was opened and there was no additional evidence of moisture was observed.